Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was displaying a service code. The monitor's electrode belt connector was pulled from the monitor enclosure, damaging the j1001 connector on the ca board. The root cause for the damaged connector was excessive force. There is no indication that the damaged monitor caused or contributed to the patient's passing as the device was able to deliver 2 appropriate treatments to the patient during the event. Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 1/12/2016, electrode belt: 4/30/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient was treated 2 times by the lifevest. At 11:32:08 am the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 180 bpm with variable amplitudes. The post-shock rhythm was vt at 130 bpm. At 11:35:38 am, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vf with variable amplitudes. The post-shock rhythm was af at 110 bpm with pvc's transitioning to vf. At 11:36:08, the patient received a non-lifevest treatment. The patient's rhythm at the time of non-lifevest treatment was vf and the post-shock rhythm was af at 140 bpm degrading to vf. At 11:36:30 am, the electrode belt was disconnected while the patient was in vt at 150 bpm with response buttons use. It is unknown who was pressing the response buttons during this time.